Event description:
The manufacturer received information alleging a ventilator's touchscreen failed to respond. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's display and display board need to be replaced to address the issue.